Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter prompted the low temperature display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year unclear) at 6:15pm. In addition to an unspecified dose of metformin and actos, the patient stated he also manages his diabetes with diet and/or exercise. However, it is unclear what action, if any, the patient took in regards to his diabetes management after the alleged issue began. As a result of the reported meter issue, the patient claimed he developed a symptom of shaking two minutes later. The patient denied receiving any treatment following the alleged issue. The patient indicated he continued with his usual dose of medication at 8:30am (date not specified). At the time of troubleshooting, the csr noted that the patient was not using the subject meter for the first time. The patient denied that the subject meter was exposed to temperature outside of the acceptable range (per owner's booklet recommendation). The csr noted that the subject meter was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.